Event description:
Pharmacy reports a consumer called to say the consumer had a needle breakoff in the consumer's abdomen during injection. Went to the dr and dr is waiting to see if the needle comes out on its own. Consumer requested pharmacy report the incident to the MFR. Consumer stated the needle was on its second use.